Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed past occlusions to resolve the issue. Reportedly, the customer was filling cartridge with cold insulin. Tandem technical support (cts) informed the customer that this was off label per the tandem user guide. System check was performed with cts and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose was 311 mg/dl.